Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5054-52 implantable pacing lead, (B)(6) 2001. (B)(4). Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; full lead returned and analyzed.

Event description:
It was reported that all system leads fractured at some point. The leads were explanted and replaced. No patient complications have been reported as a result of this event.